Event description:
During testing at the user facility, fluid damage was noted on the fluid shield. The device was returned to the biomedical department with an unsigned note that stated, "device does not recognize the cassette is installed. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device passed testing. Although the device passed testing, a review of the history indicated touchscreen malfunction alarm code. A probable cause of the customer's reported event was due to corrosion on the touchscreen due to fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.